Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were defective and that the cannula's were breaking off. No adverse event was reported. The lot number was not provided. The infusion sets were requested to be returned for product evaluation.